Event description:
Report received of an over-delivery possibly due to an operator error in programming. At 4pm in 2002, the pump was programmed in the continuous + pca mode to deliver 1mg/ml of morphine. The continuous rate was 1.0mg/hr, with a 1.0mg pca does, a 10-min pt lockout, a 20mg, 4-hour limit and a 2.0mg loading dose. One hour later, it was reported that the pt had an unspecified "problem with the morphine" and the drug was discontinued and dilaudid was ordered. At 5:20pm, the pump was reporgrammed in the continuous + pca mode to deliver 1mg/ml dilaudid. The continuous rate was 0.2mg/hr, with a 0.2mg pca dose, a 10-min pt lockout and a 2mg, 4-hour limit. Approximately 5 hours later, the pump gave an audible, empty syringe, alarm. The customer reported that "the pump display read, 1.9ml was left to infuse but the 16ml syringe was empty". The pt was found to be somnolent with decreased respirations. The pt was treated with an unspecified amount of narcan and transferred to the ICU where pt continued to receive a narcan drip. By 8am the next day the pt was alert and oriented. Though requested, no further info was available.